Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 4755: swelling/edema.

Event description:
It was reported that implant was removed due to allergic reaction. Patient reported edema and discomfort on x-ray appeared to be eliciting a reaction and bone was resorbing. Tooth number 30. #30 implant removed and grafted. Symptoms as a result of the event: pain, discomfort and edema.